Event description:
Asr revision recommended. Asr xl acetabular system - left. Reason(s) for revision: unknown. Update date of revision confirmation received 6 jun 2012.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended. Asr xl acetabular system - left. Reason(s) for revision: unknown. Update date of revision confirmation received 6 jun 2012. Update - added reason for revision taken from (B)(6) dated 7th april 2014. Reason(s) for revision: alval / soft tissue reaction.